Event description:
This device was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to an unknown product performance issue. The procedure took place at (B)(6) hospital with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).